Manufacturer narrative:
(B)(4).

Event description:
It was reported that during routine follow-up of an asymptomatic patient, far r-wave oversensing was observed through the atrial channel of the pulse generator. Device reprogramming was performed and the patient would continue to be monitored.